Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
Customer reported that the cardiosave intra-aortic balloon pump (iabp) had a damaged fiber optic. The circumstances of the event are unknown; however, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer evaluated the iabp and verified that the fiber optic connector was broken. To fix the issue, the fse replaced the fiber optic cable and connector assembly, performed fiber optic test and all functional and electrical safety tests to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
Customer reported that the cardiosave intra-aortic balloon pump (iabp) had a damaged fiber optic. The circumstances of the event are unknown; however, there was no patient involvement and no adverse event was reported.